Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed raw spots on skin and a draining sore from the lifevest equipment. Patient reports that they are in a nursing facility. There is no indication that the lifevest caused or contributed to the facility placement. The patient's nurse applied a dressing to the skin irritation. Follow up indicated that the skin irritation improved.